Manufacturer narrative:
The investigation has been completed. The pump was returned for investigation and there was biomaterial observed in the purge gap and in the cannula, around the impellers. The pump was initiated and high purge pressure (hpp) was observed leading to pump stop. The catheter was cut to check for blood ingress and no blood ingress was confirmed. The total case was for 47 minutes. Data logs showed rise in the purge pressure leading to elevated motor current and a high motor current pump stop. No suction alarms were observed. The purge pressure was seen rising gradually from 800 mmhg (at case start) to 1080 mmhg in 22 minutes. Saturated flows were observed at the time of hpp alarms. Therefore, the root cause of the high purge pressure issue was biomaterial. The pump was returned for investigation. There was biomaterial observed in the purge gap and around the impellers. Data logs were also investigated. At the time of failure, there was rise observed in the purge pressure leading to elevated motor current and a high motor current pump stop. The purge pressure rise was observed along with drop in purge flow. This elevated motor current leads to this hmc pump stop and highly calculated (saturated) flows. The pump was tried to restart three times but unsuccessful. As per the data log review and product evaluation, the root cause of the pump stop issue was biomaterial. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.9 device return date/information was added. H.6 code 4627 was reported incorrectly on the initial manufacturer device report number 1220648-2024-24880. H.10 some of the instructions for use were inadvertently omitted from the initial manufacturer device report number 1220648-2024-24880 and were added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smartassist catheter insertion: section: axillary insertion of the impella cp with smartassist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was a high motor current and low purge flows with high purge pressure. The pump stopped and it was not possible to restart the pump. The pump was removed and exchanged. A thrombus was noted in the cannula upon explant. The patient outcome was noted as stable.